Event description:
Event description guidant received information that the patient with this ventricular lead presented with no capture, no sensing, and an impedance greater than 2500 ohms. On x-ray, there appeared to be a fracture in the area of the clavicle.